Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The stm could not loosen the clamp due to the rust; to address the issue, the stm replaced the helium tank knob with a non-inventory part. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported by the end user that the helium clam of the cs300 intra-aortic balloon pump (iabp) is rusted. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.